Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of leakage could not be confirmed by the investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, 0.2 micron filter, polyethylene lined tubing, secure lock, 225 cm where the customer reported that they leaked at the end of the infusion by the pump. The customer stated that once the bottle was rinsed, they removed the kit from the pump and let the nacl bag finish rinsing the kit, by gravity. There was patient involvement; harm was not reported as a consequence of this event.

Manufacturer narrative:
D4, g4: model number is not sold in the us but similar device is sold under model 140019290. This product was used for the product code and 501k. The investigation is pending completion. Upon completion of the investigation a supplemental MDR will be submitted.